Manufacturer narrative:
The reported events of blebitis, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a patient with an implanted xen®45 gts had an infected bleb after approximately 4 post operative needling.